Event description:
Customer reported 10 discrepant results in one sars-cov-2 tma run, wl 000351-20220506-64, using assay lot 314408 on panther instrument sn (B)(4). Customer questioned the initial, low-positive results and retested the original samples on another panther, where they resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer reported the retested, negative results to patients with no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) and subject matter expert (sme) reviewed logs and found no reagent preparation or kinetics issues. The pattern of low positives suggested a single run cross-contamination event during sample handling or preparation. Sme advised customer to perform monthly maintenance, clean the workspaces, and continue to run and monitor for reoccurrence. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. Device evaluated by MFR: other.